Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found. The device identifier # in the initial was captured inadvertently. Since the model # was not provided, the device identifier # could not be determined. They have been updated with the correct 510(k)# and device manufacture date respectively.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.